Event description:
Hamilton medical ag received the following event description from the partner: "biomed reported oxygen + air supplies failed".

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be the air inlet mixer valves no longer opening properly. After replacing the mixer valves, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the air inlet mixer valves could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description from the partner: "biomed reported oxygen air supplies failed".

Manufacturer narrative:
Investigation is ongoing.